Event description:
It was reported that during an aaa case, either blood loss exceeded one liter or transfusion of blood products was required. No allegation of product deficiency was made regarding the excluder device.